Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No further information was available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Evaluation description: final analysis found the device was in backup vvi operation due to a power on reset trip. The device software could not be downloaded due to insufficient battery voltage. The device had exceeded its projected longevity and reached normal battery depletion. (B)(4).